Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to over 300 mg/dl. In addition the patient reports the pod was leaking during wear.

Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula. It could not be determined when or how the damage occurred. The download data contains no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle in delivering insulin. The exposed portion of the soft cannula was found to be flattened. It could not be determined when or how this damage occurred.